Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were emergency room due to low blood glucose on end of (B)(6) 2020 with blood glucose level was 55 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose tablet for low blood glucose, also the glucagon treatment in the hospitalization for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer stated that they did not used auto mode. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.